Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 250 mg/dl and 221 mg/dl. Verified storage of product is within instructed specification since they are retained in the living room. Test strip lot manufacturer's expiration date is 06/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 250 mg/dl and 221 mg/dl. Verified storage of product is within instructed specification since they are retained in the living room. Test strip lot manufacturer's expiration date is 06/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:256mg/dl (B)(6) 2015 11:50am . 2:108mg/dl (B)(6) 2015 01:00pm . 3:167mg/dl (B)(6) 2015 11:32pm . 4:190mg/dl (B)(6) 2015 11:24pm . 5:140mg/dl (B)(6) 2015 04:48pm . Adverse event not reported.